Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg would not connect to external devices. The patient had a pocket revision (manufacturer reference number: 1627487-2019-08632) on (B)(6) 2019 and the device was placed into surgery mode. Troubleshooting steps were taken and the ipg was able to be recovered.